Event description:
The customer reported via phone call that their blood glucose reached 500 mg/dl. The customer also reported a blank display occurring when attempting to rewind the insulin pump. Customer was also unable to insert their reservoir. Customer's blood glucose at the time of incident was 479 mg/dl. The customer treated their blood glucose with the insulin pump. Customer stated there were no visible damage to their battery compartment. Customer also stated the display returned with a new battery insertion. The customer was advised to monitor the insulin pump while a replacement battery cap was being sent. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.